Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6), 2008, patient was implanted with a depuy asr hip on her right side. On (B)(6), 2009, patient underwent a revision surgery. In patient's hip area, surgeon found a voluminous amount of pus containing granulomatous material, gritty and grayish color in its debris. At this time, surgeon removed the asr cup and head, and found the cup to be completely loose. There was an absence of bony ingrowth in the acetabular component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The asr devices have been discontinued/ obsoleted/ recalled from the market and will not be investigated further. The patient was initially placed with depuy devices in (B)(6) 2008 and revised for infection in (B)(6) 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than a year post primary implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/21/2013- ppd and medical records received. Ppd alleges infection. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for infection. All implants were removed and prostalac was placed. The revision operative note also indicated the cup was loose, pain, and swelling. The patient was reimplanted on (B)(6) 2010 with no depuy products. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.